Manufacturer narrative:
G4:(B)(6)2021. B4: (B)(6) 2021. The manufacturer¿s international service technician inspected the device and found a ' low rate' alarm in the ventilator diagnostic logs, the issue for screen freezing was unable to be confirmed. The unit was checked overall, cleaned, functionally tested and no abnormality was confirmed. No parts were replaced. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020, date of report: 01dec2020.

Event description:
Problem statement: it was reported that while in use the ventilator in continuous positive airway pressure (CPAP) mode, the upper part (measurement value) of the display screen froze; in addition, the patient breathed spontaneously but the device read the breath rate as "0". Reportedly, the leak of when the reported occurred was 78 and the ventilator had a 'low rate alarm'. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the reported event. Patient information was not provided. The unit was tested in the local sales office and the reported issue was not duplicated.